Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited noise on both right atrial (ra) and right ventricular (rv) channel. The rv impedance measurements were trending down from 1238 ohms last year to 820 ohms; however, they were within the normal range. Technical services (ts) reviewed the and stated that it appeared to be lead abrasion noise. Upon review, the p-wave amplitude was variable and ra threshold increased with failed auto tests. There was a possible ra loss of capture (loc) and pacing inhibition for greater than 2 seconds. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted as part of therapy upgrade and it was returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited noise on both right atrial (ra) and right ventricular (rv) channel. The rv impedance measurements were trending down from 1238 ohms last year to 820 ohms; however they were within the normal range. Technical services (ts) reviewed the and stated that it appeared to be lead abrasion noise. Upon review, the p-wave amplitude was variable and ra threshold increased with failed auto tests. There was a possible ra loss of capture (loc) and pacing inhibition for greater than 2 seconds. This device currently remains in service. No adverse patient effects were reported.